Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on an unknown date. In 2009, the pt developed a urinary tract infection. As a result, the pt was placed on cipro 250 mg twice a day for seven days. The event was resolved as at about seven days later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.